Event description:
It was reported that about two weeks after implant, the right ventricular (rv) lead was explanted and replaced as the physician was unable to obtain acceptable numbers. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pacemaker (B)(6) 2013; 5086 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary # the full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's lead was replaced after implant due to perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.